Manufacturer narrative:
[E1] facility name :(B)(6) medical center, a local independent administrative institution, (B)(6) hospital organization. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic pancreaticoduodenectomy procedure, the subject device had incomplete sealing, and errors occurred frequently. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
(G2: person in charge of distributor). This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, g2, g3, h2, h3, h4, h6, h11. Corrected fields: d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: electrical/electronic component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic pancreaticoduodenectomy procedure, the subject device had incomplete sealing, and errors occurred frequently. The procedure was completed using a similar device. There were no reports of patient harm.